Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that a piece of tampon fell out her while she was applying a gel medication. She stated she has vaginal discharge and odor, itchiness, fever, and bleeding. She went to the doctor where she was diagnosed with gardnerella bacterial infection and prescribed two different medications and also a gel, along with monistat and cranberry pills. She stated she is now doing better.